Event description:
This report is to advise of an event observed during analysis revealing that a pin was stuck inside the power supply cable resulting in exposed wires on the power supply cable. The power supply cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection revealed the right-angle extension center pin was stuck inside the power supply cable resulting in exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.